Event description:
The hcp reported when pump was replaced due to normal battery life failure; a different pump was placed. An appropriate angled catheter connector was not available and a straight one was used. The patient developed withdrawal symptoms (date, time unknown). Approximately four months after the pump was replaced, the patient underwent surgery to evaluate the system; there were no kinks; however, the connector was changed to an angled one. The incision healed well. The patient's dose was decreased back down to 25mcg/day of sufenta and he was also given a bolus of 5mcg. See manufacturer's report #218220720070524.